Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint open-irrigated catheter was selected, for use during the pulmonary vein isolation to treat paroxysmal atrial fibrillation. It was reported, that the message p07 pump speed error would occur each time they tried to ablate. The catheter was checked and flushed outside of the body. But was unable to see the umbrella. Only drops were seen. The pump was checked, and the tubing kit was exchanged. But issue persisted. Changing the catheter resolved it. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.